Event description:
The manufacturer received information alleging error ventilator service required. There was no harm or injury reported. Distributor observed the device failed an active exhalation verification test step during testing and also observed an error code related to the pressure sensor. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The three-way solenoid valve was replaced to address the issue.